Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus followed up with the literature authors to obtain additional information. However, the authors did not report anything. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented. This report is 1 of 4.

Manufacturer narrative:
The subject device was not been returned to omsc. Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿patient-related factors associated with successful cannulation by trainees during hands-on endoscopic retrograde cholangiopancreatography training¿. The literature reported the result from two multicenter studies that 1044 patients who aged 18-90 years with native papilla underwent ercp using olympus duodenoscope between december 2013 and october 2017. There was no detailed information on which model of the endoscope was used in each procedure. The literature only provided ¿duodenoscope¿. In the subject procedures, 46 cases of post-ercp pancreatitis, 18 cases of bleeding, 16 cases of biliary infection, and 6 cases of unspecified complications reportedly occurred. Based on the available information, a direct relationship between the subject devices and the reported adverse events could not be determined. Omsc is submitting 4 mdrs according to the number of the adverse event types (for post-ercp pancreatitis, bleeding, biliary infection, and unspecified complication). This report is 1 of 4. (Related to post-ercp pancreatitis.)